Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30767693 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy for ischemic stroke at internal carotid artery, an embovac aspiration catheter (ic71132ca, 30767693) became stretched during the procedure. The procedure was completed successfully. There was no negative impact to the patient. A continuous flush was done. Additional information received indicated that this was a combined procedure. The issue occurred during the delivery phase, and as a result, occurred before the sr was inserted into the vessel. During delivery, the microwire was difficult to advance because of stenosis, so the wire was replaced to a thicker 35 wire and guided the embovac which was inside the optimo. The embovac was a little advanced, but it was stiff and still difficult to advance. When the 35 wire was pulled, the embovac was also slightly pulled back and got caught at the stenosis site. After that, the embovac could not be pulled out, and after several attempts, it was removed from the body. No tortuosity was found. No device separation. Blade on flexible part 5-10 cm from the tip was damaged (appeared tattered).